Manufacturer narrative:
All available information was investigated, and the reported clip caught in chordae, partial clip movement, and cowl could not be replicated in a testing environment. Additionally, the actuator coupler was observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The cause of the reported cowl was unable to be determined. The reported partial clip movement is likely a cascading event of the reported cowl. The observed scratched actuator coupler is likely related to troubleshooting the reported clip caught in chordae. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, an anterior prolapse and flail, and chordal rupture. The physician stated the steerable guide catheter (sgc) was not suitable with the stabilizer as on of the fasteners cannot secure the sgc well. The sgc was continued to be used, but it made the procedure and positioning more difficult as the sgc would sometimes slide on it's own. One xtw clip was inserted and successfully deployed on the mitral valve. To further reduce mr, a second xtw clip (40123r2007) was inserted and advanced into the left ventricle (lv). Grasping was performed, but the clip became caught in the anterior chordae. Troubleshooting was performed, but the clip was unable to be freed. Although unable to be freed, the clip was able grasp both leaflets and was deployed. However, after deployment, the clip opened to 35 degrees and partially detached from the anterior leaflet. Mr was reduced to a grade of 2-3 and the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure.